Event description:
Patient presented to the emergency department at our hospital with prolonged chest pain. Electrocardiography revealed st elevation in lead ii, iii, and avf. Transthoracic echocardiography demonstrated hypokinesia of the inferior wall, preserved systolic function (ejection fraction=50%), no thrombi in the cardiac chambers and no structural abnormalities. The patient was diagnosed as having st-elevation myocardial infarction and underwent primary pci. Coronary angiography revealed total occlusion of distal right coronary artery with a large occlusive thrombus. A 0.014 guidewire was passed across the stenotic lesion into the distal vessel. Thrombus aspiration was performed using an aspiration catheter by slowly advancing it during aspiration through the lesion. The lesion was then overlap-stented using a non-medtronic drug-eluting stent at 15 atm and a 3.5×24 mm endeavor drug-eluting stent at 15 atm. The final coronary angiogram revealed thrombolysis in myocardial infarction ii flow with residual thrombus, and gp iib/iiia inhibitor infusion was initiated. Twelve hours after the infusion, the patient complained of left-sided weakness. Brain magnetic resonance imaging revealed foci of acute to hyperacute infarctions in the right middle cerebral artery territory. Transesophageal echocardiography demonstrated no right to left shunt flow and no thrombi in the cardiac chambers. Suspected systemic thrombolysis associated with intravenous gp iib/iiia inhibitor contributed to the fragmentation and lysis of a cardiac thrombus, which subsequently embolized distally to block the cerebral circulation and cause cerebral infarction.

Manufacturer narrative:
Results: inherent risk of procedure (stroke / transient ischemic attack). Patient's condition affected effectiveness of device (previous presence of thrombus). Related to another device/drug (gp inhibitors). None (no device received for evaluation). Conclusions: no device failure. (B)(4).